Event description:
It was reported via repair work order that the head right siderail would not lock due to broken castings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.